Event description:
Reportedly, an occlusion alarm was indicated, with no verification possible for the alarm number as the patient was not with the contact. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, experiencing frequent occlusion issues, resolved this instance by using multiple daily injections. A pump replacement was already in process due to the documented occlusion issues.